Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v154598, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-apr-2011, UDI#: (B)(4) ; product ID: 7482a51, serial/lot #: (B)(4), ubd: 26-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and deep brain stimulation (dbs) therapy indications. It was reported that the short was found between contact 0 <(>&<)> 3 on pre-op impedences. They were run at both 1.5v and 3.0 v with the same result. After the ins was replaced, impedences were run again with the short still remaining between contacts 0 <(>&<)> 3. None known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included running impedances at different voltages yielding the same results. No interventions/actions taken. The issue is not yet resolved. Devices remain implanted. No symptoms were reported. No further complications were reported or anticipated with this event.